Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced low blood glucose (bg) levels of 59 mg/dl at its lowest due to the customer's settings requiring adjustments. The customer consumes carbohydrates or juice to address the bg levels. Recommendation was made to consult with their health care provider to discuss diabetes management.